Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with two 275cc mentor smooth round moderate profile saline breast implants has experienced postoperative bilateral deflation of implants. Patient had mammogram performed in 2016 that indicated possible left deflation, and in (B)(6) 2019, patient woke up and noticed a significant decrease in size in the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 04-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacturing date may 01, 2001 and expiration date may 31, 2005 were added. Manufacturer¿s reference number: (B)(4).